Event description:
Repoter reported leakage from the silicone tubing of a transfer set. Has been in use for 120 days. No injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of leakage from the silicone tubing on a transfer set, which was due to a cut/slice/hole. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.